Event description:
It was reported that the patient experienced a lack of therapeutic effect. The patient symptoms included distortion of her mouth and a tense and contorted right hand. The symptoms were not attributed to any accident or incident. The patient's implantable neurostimulator was turned off by the patient's husband, and as a result, the patient was unable to move. The patient was hospitalized. Reprogramming was not conducted due to the patient's current medication. The patient's status was considered "fair". Additional information has been requested from the hcp, but was not available as of the date of this report. Refer manufacturer's report # 3004209178200906058.